Manufacturer narrative:
Additional narrative: date of event unknown. Additional product codes: mni, mnh, kwp, kwq. Implant date: unknown date. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had an operation for a traumatic fracture dislocation in (B)(6) 2014. The patient was instrumented with universal spinal system (uss) dual opening from t6-t11, skipping the t8 and t9 levels. At an unknown point in time the patient broke the distal screws in the construct at t11. The patient also developed kyphosis as the t10 screws began to cut into the vertebral body. The patient had a nonunion which was at least at t10-11 and might have included more levels. The surgeon performed the revision on (B)(6) 2015. He removed all the universal spinal system (uss) dual opening hardware. He was not able to remove the tips of the broken screws at t11. He then reinstrumented the patient with synthes universal spinal system (uss) from t6-l1. He was not able to place new screws at t11 due to the broken screw tips that remained in the patient. He then connected the new rods and reduced the kyphosis. He successfully completed the procedure. This is report 18 of 18 for (B)(4).